Event description:
During the procedure the wire broke on the peg kit while it was inside the patient. An additional peg kit (identical to the first peg kit with the same lot number) was deployed and that wire also broke. Endovive safety peg kit 20fr pull gtin (B)(4), ref m00509000, lot 34481133 exp 2025-08-31. Ref report: mw5157964.